Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional relevant information was received: the reported 3.0x28mm rx xience alpine stent delivery system (sds) was advanced and deployed without issue at 10 atmospheres. The sds was then withdrawn without resistance. The deployed 3.0x18mm xience alpine stent had successfully resolved the dissection. There was no occurrence of a health impact. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified lesion in the moderately tortuous mid right coronary artery (rca), a 3.0x28mm rx xience alpine stent delivery system (sds) was advanced to the lesion and the stent was deployed. After post-dilating the stent with a 3.0x12mm nc trek balloon, a dissection was noted at the proximal edge of the rx xience alpine stent. The dissection was treated via deployment of a 3.0x18mm xience alpine stent. There were no adverse patient sequelae and there was no report of a clinically significant delay. No additional information was provided.